Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements that was detected via the patient's home monitoring system. Additional information obtained from field representative indicated that the measurement was not considered out of range for the single coil lead and the patient will continue to be monitored. This system remains in service. No adverse patient effects were reported.